Event description:
Pt sent to hosp for bowel obstruction from the nursing home after no response from enemas. After admission, a gastrenterological consult was obtained, which noted the gastrotomy tube was wearing out. On 3/17/96, this g-tube was changed out and considerable force was used to dislodge it. Tube had been in place for a long time. Upon removal, tube appeared to have a small portion of the balloon missing. Physician felt it would pass in the stool.